Event description:
It was reported that the patient presented 14 months after a shoulder repair surgery with drainage and possible infection. Contact at account believes microbial growth was cultured but is uncertain what organisms were identified.